Event description:
Customer reported that she had unexplained high blood glucose. Called the paramedics and she was hospitalized. The blood glucose reading was 577 mg/dl at the time the paramedics arrived. Customer stated that she was hospitalized for one week due to she was having a kidney operation. Customer stated that she had a hear issues, bronchitis, pneumonia, cystic fibrosis, emphysema, sleep apnea and severe dehydrated prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.